Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified. (Expiry date: 01/2023).

Event description:
It was reported that during a stent placement procedure to treat stenosis in an av cephalic vein graft, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. The returned sample confirmed that the user could not deploy the stent; the stent was found minimally partially deployed. At the proximal end of the system a force transmitting sheath was found broken which made a successfully deployment impossible. A process related issue could not be found. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'maintain a stationary hold on the white stability sheath during covered stent deployment and adjust for placement accuracy if necessary. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension.', and 'during covered stent release do not hold the 30 cm long distal catheter assembly segment as it must be free to move and slide into the white stability sheath.' In regards to pre pta the instruction for use state: 'dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated'. Under materials required the instruction for use state: '0.035 inch (0.89 mm) guidewire. Introducer sheath with appropriate inner diameter', and the packaging pictograms indicate the use of a 8f size introducer. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: d4 (expiry date: 01/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure to treat stenosis in an av cephalic vein graft, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.